Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 357 mg/dl and a corrective bolus was delivered to address the bg level. The customer thought the high bg was due to incorrectly calculating the number of carbohydrates that were consumed. A pump system check was performed and no device issue was identified.